Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. The customer replaced the ucta (unicel closed tube aliquoter) probe assembly and the leak was resolved. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported a leak from ucta (unicel closed tube aliquotter) probe on the unicel dxc 880i synchron access clinical system. The leak was contained within the instrument. There was no confirmation of the customer wearing personal protective equipment. No reports of injury or customer exposure. No reports of erroneous patient results generated.